Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The follow-up report and x-ray movies received with this complaint have been carefully analyzed. The available iegm episodes confirm noise oversensing in the rv channel with subsequent inappropriate therapies as mentioned in the complaint description. Furthermore, the pacing impedance trend curve shows low out-of-range measurements since late (B)(6) 2015. The x-ray movies has been reviewed in detail and confirms the clinical observation of a strange course of one of the conductor cables directly proximal to the shock coil. Most likely the conductor cable is outside the lead body at this location. No conclusion can be drawn regarding the root cause of this damage. An analysis of the lead itself would be necessary for such an investigation. From the motion of the lead in the x-ray movies, strong in-growth of the lead seems likely which forces the lead into the strongly curved shape seen in the movies. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that about 54 months after the implantation the patient received inappropriate shocks due to oversensing. A lead defect was suspected. The lead was not returned.